Manufacturer narrative:
The system has not been received by the manufacture for evaluation. The site has received a replacement system. If relevant information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to viveve during treatment, on (B)(6) 2022, patient (pt) reported burning on the skin near the paravaginal area but external in location. The health care provider (hcp) reported there was a return pad connection and precool error messages after each pulse. About 10-15 pulses were completed but treatment was terminated due to patient (pt) feeling discomfort. The hcp had noticed pink color on the gauze. The pt did not report any other symptoms when she left the office. Hcp reported there were no visible issues with cryogen and handpiece. Hcp confirmed cryogen and tip were not expired. Ample coupling fluid was used and return pad was replaced during treatment. The hcp confirmed this was an internal procedure, and the tip was not in contact with the vulvar area. The concerns mentioned were all external. On (B)(6) 2022 hcp gave them silvadene 1% cream and advised to avoid tight pants. Follow-up on (B)(6) 2022, the hcp noticed a patch on the vaginal/vulvar area which looked like a burn but didn't see any blisters. The pt was concerned of an internal burn, but it was not confirmed. There were no reports of vaginal bleeding or discharge. The concerns mentioned were all external. No additional information was provided.

Manufacturer narrative:
Section b4: updated for follow-up section d4: UDI corrected section g2: updated for follow-up section g3: updated for follow-up section h3: updated for follow-up section h4: manufacture date provided section h6: clinical coding corrected. Device, component, investigation, findings, and conclusion codes were updated. Additional information: the 2.0 system was returned to viveve for analysis. Analysis found that the handpiece cryogen valve was broken. The cause for the broken valve is unverifiable. The system was serviced, the cryogen valve was repaired and system passed functional testing. If additional information is provided in the future, a supplemental report will be issued. Correction: the initial report was submitted late due to issues with the webtrader website. The initial report was submitted on 12/28/2022 to the test environment instead of the production environment. I was unaware that my account went from production back to test. Once, the error was caught the report was submitted on 1/6/2023, unintentionally submitting past the 30 days. See email attachments for correspondences with the help desk and direction to submit report on 1/6/2023 and justify reasoning in a follow-up report.

Event description:
It was reported to viveve during treatment, on(B)(6)2022, patient (pt) reported burning on the skin near the paravaginal area but external in location. The health care provider (hcp) reported there was a return pad connection and precool error messages after each pulse. About 10-15 pulses were completed but treatment was terminated due to patient (pt) feeling discomfort. The hcp had noticed pink color on the gauze. The pt did not report any other symptoms when she left the office. Hcp reported there were no visible issues with cryogen and handpiece. Hcp confirmed cryogen and tip were not expired. Ample coupling fluid was used and return pad was replaced during treatment. The hcp confirmed this was an internal procedure, and the tip was not in contact with the vulvar area. The concerns mentioned were all external. On (B)(6)2022, the pt reported that the vulvar skin appeared burnt but didn't notice any blisters. The hcp gave them silvadene 1% cream and advised to avoid tight pants. Follow-up on (B)(6)2022, the hcp noticed a patch on the vaginal/vulvar area which looked like a burn but didn't see any blisters. The pt was concerned of an internal burn, but it was not confirmed. There were no reports of vaginal bleeding or discharge. The concerns mentioned were all external. No additional information was provided.